Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1g, once a day, route and duration not reported) and injection amikacin (125mg, once a day, intraperitoneally, duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The outcome of the event is unknown. No additional information is available. This is report 1 of 3.